Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site had a damaged tip on a tap. This was discovered before the case and before the patient was in the room while the site was preparing.

Manufacturer narrative:
The tap was returned to the manufacturer. Functional testing found that the component was physically damaged. If information is provided in the future, a supplemental report will be issued.